Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was 2.5 inr. The corresponding lab result reported was 4.1 inr. No treatment was given to the user, but he was told to cut back on coumadin. The reporter declined product replacement.